Event description:
It was reported that approximately seven months post port placement via right subclavian vein (right pre-pectoral) inserted outside to the border of the first rib, the patient alleged pain in the right shoulder and skin infiltration was identified with diffusion of cytotoxic drugs. Reportedly, imaging allegedly demonstrated a crack on the catheter near the insertion site. The patient required additional hospitalization for examination, removal, and replacement of the device. The patient was reported to be doing fine post procedure.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), a device history record (DHR) review is not required. Investigation summary: one ti low-profile port with attached 6 fr s/l chronoflex catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for partial catheter fracture due to pinch-off, as a longitudinal crack 5.11 mm with tube flattening across the 11 cm depth marking was observed. Detailing on the catheter exterior was observed to be worn between the 9 and 15 cm depth markings and catheter discoloration was visible in the regions and near the partial fracture. Slight necking under tensile stress was observed at the fracture site. The split surfaces of the fracture were granular. During functional testing, leaking was observed at the crack during infusion; the sample was patent to infusion. It is likely that the partial longitudinal catheter fracture was caused by pinch-off and contributed to the reported patient pain and extravasation. The granularity of the split surfaces, the catheter discoloration at and around the fracture, the worn depth markers, the flattening of the catheter at the fracture and the necking under tensile stress are consistent with characteristics of catheter pinch-off, which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. It is possible that procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The following statement from IFU may be useful: ¿the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Medical device - expiry date: 02/2023.

Event description:
It was reported that approximately seven months post port placement via right subclavian vein (right pre-pectoral) inserted outside to the border of the first rib, the patient alleged pain in the right shoulder and skin infiltration was identified with diffusion of cytotoxic drugs. Reportedly, imaging allegedly demonstrated a crack on the catheter near the insertion site. The patient required additional hospitalization for examination, removal, and replacement of the device. The patient was reported to be doing fine post procedure.